Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed a high amount of short interval counters (sic) due to the right ventricular (rv) lead having short ventricle - ventricle(v-v) intervals. The ipg sic may have been influenced by electromagnetic interference (emi) or over-sensing the end of premature ventricular contractions (pvcs). The ipg was reprogrammed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.